Event description:
In 2003 augmented with mentor saline implants, 250cc left, 275a right. Breast - class I capsule onleft. Some asymmetray. Pt underwent bilateral capsulactomy and implant removal implants were removed intact - no problems with implants at all. Pt was augmented with mentor silicone implants 275cc bilaterally.